Event description:
Customer claimed that the pen needles are "defective". Customer received 1st box that wouldn't dispense the insulin through the needle, so he went back to the va and they replaced a box for him. The new box (current) is still giving him the same issues. He will stick the needle into his stomach but the insulin would not eject properly. Customer is having to stick himself more times than needed.